Manufacturer narrative:
Based on the available information, this event is deemed a serious injury. The reporting nurse informed that sensicare protective barrier was applied and the fecal management signal system remained in place as per decision of the wound ostomy continence nurse. Date of first and second device insertion is unknown. A quality evaluation was performed on (B)(6) 2012. No return sample was received; therefore, the lot number could not be obtained. A review of the batch record and retain evaluation could not be performed without a lot number. A review of complaint trend for previous twelve months was performed and there are total of four complaint of this type for this lot was received. There is no indication of complaint trend based on this review. No indication of complaint trend based on this review. No non-conformance of capas relating to the primary reason for contact for this device were found in the non-conformance reporting system for the previous twelve months of case creation. Based on the investigation conducted, this complaint is not confirmed. No additional patient/event details have been provided to date. The lot number was not provided. Therefore, we are unable to determine the specific third party manufacturing site. Both potential manufacturing site numbers are listed below. A return sample for evaluation is not expected. Should additional information become available, a follow-up report will be submitted.

Event description:
On (B)(6) 2011, a wound ostomy continence nurse accessed patient and noted that the patient had fecal management signal system in place for diarrhea and a foley catheter; she noted red spot to skin between vaginal area and anus. The fecal management signal system was discontinued. On (B)(6) 2011, a wound ostomy continence nurse accessed the area again and noted another fecal management signal system was inserted (date unknown). Product lot information was not provided by the complainant. She noted that the red area opened and recorded it as a small fissure approximated 1 to 2 cm in size. The nurse reported it may be (B)(6) lesion that opened. The reporter stated that the patient was admitted for complicated pregnancy. Date of admission was not provided. It was unknown at the time of admission the patient was pregnant; an emergency c-section was performed. Patient was placed on ventilator and assigned to surgical intensive care unit.